Event description:
The customer reported that a pt death occurred and that spo2 readings were displayed when the pt was deceased.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.